Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the handpiece was getting hot during two cataract procedures. The procedures were completed with another handpiece. There was no patient harm.

Manufacturer narrative:
Additional information has been provided. The customer returned three handpieces for evaluation. This investigation will serve as handpiece one of three. The handpiece was manufactured on may 6, 2015. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample revealed, there were no obvious non-conformities. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The testing of handpiece temperature did not reveal any nonconformities. The handpiece was then connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements. Per dtf testing, the torsional movement was found to be nonconforming. A resistance out of specification from the high electrode to ground was observed when the handpiece was connected to a resistance test box. The handpiece has been confirmed to not be returned to the customer. As a result, dissembling of the handpiece for further root cause was performed. Dissembling the handpiece revealed that the moisture ingress inside the electrode chamber lead to the high electrode,which shorted to ground-wire. Moisture ingress may be related to the increase in temperature on the handpiece shell. However, the root cause remains inconclusive. Based on the testing, the customer reported event cannot be confirmed. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).